Event description:
It was reported that patient had infection at the implant site. Doctor took device out and "redid it". There were issues with leads and infection and system was removed again. It was not sure if implantable neurostimulator (ins) and leads remained in patient. Doctor may re-tried to implant in four month from this report. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID, 3778-60 lot# serial# (B)(4), implanted: 2012 (B)(6), explanted: 2012 (B)(6), product type lead product ID, 3778-60 lot# serial# (B)(4), implanted: 2012 (B)(6), explanted: 2012 (B)(6), product type lead. (B)(4).

Event description:
Additional information received reported that rare (B)(6) were cultured. The patient was treated with antibiotics and the infection resolved.

Manufacturer narrative:
(B)(4).

Event description:
Follow up information received from the healthcare professional confirmed that there was an explant on the patient in (B)(6) 2012. Further information is being requested and a follow up report will be sent upon receipt of same.